Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within specification, a crease fold, a deformation, was observed after autoclave a cloudy color and voids were observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint. Based on the device analysis the final assessment is: a split in patch area, due to a workmanship.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Further investigation performed noted that it did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.